Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced extra cardiac stimulation from the left ventricular lead. On (B)(6) 2019, the lead was capped and replaced.

Event description:
New information received stated that the extra cardiac stimulation was due to diaphragmatic stimulation from the left ventricular lead. The patient was unharmed before and after the procedure.